Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated loss of prime warnings had occurred. The pump successfully completed a rewind, load, and prime sequence and 24 hour exercise test with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within specifications. The pump casing was removed and there were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump continued to emit loss of prime alarms despite changing supplies. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.